Event description:
It was reported that, a ventilator displayed a &quot;device alert&quot; error message and logged error codes in its memory. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator, and verified the customer reported malfunction. The fse replaced the graphic user interface (gui) printed circuit board (pcb), the backlight inverter pcb&#39;s and downloaded the latest software revision, which resolved the issue. The ventilator then passed all tests and calibrations, and it was found to be operating within the manufacturing specifications.